Manufacturer narrative:
The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted. It was reported the sensor was moved approximately every four (4) hours. A product labeling review was conducted, which included reviewing the directions for use (dfu). Per the sensor's direction for use, "the lncs tf-I must be removed and repositioned to a different monitoring site at least every two (2) hours." The user facility was contacted and appropriate instructions and clarification was provided to augment training they have already received and to ensure the proper use of the device is clearly understood.

Event description:
It was reported that the patient was injured by the forehead sensor. The patient's age was approximated to be 65-80 years old. It was noted there was two dark-brown round circles on the patient's forehead about 1.5 inches in diameter. The patient appeared to have a hematoma under the skin. The sensor was moved approximately every four (4) hours. It was also noted the forehead sensor was used as the patient had low perfusion on the fingers and toes and was being treated with "levo and epi." The patient expired 1-2 days later due to unknown reasons.